Event description:
On (B)(6) 2012, the patient contacted the animas corporation and reported that after going swimming while wearing the pump an attempt to bolus was made and the buttons were unresponsive. The patient claimed that there were not any tactile issues before going swimming. The patient stated that there may be a tear near the ok button but it is hard to tell. The patient claimed that no evidence of moisture was to be found in any compartment in the pump or behind the screen. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling. The "ok" and "contrast" buttons were found to be intermittently unresponsive and the "up" and "down" buttons were found to be unresponsive. The keypad was removed and contamination was observed under the button contacts.